Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) frequently shows error messages during resuscitations was confirmed based on the archive data review but not during the functional testing. The archive data indicated multiple user advisory 02 (compression tracking error) and user advisory 07 (discrepancy between load 1 and load 2 too large) messages. The archive data indicated that the load on the sensors during the reported event was very low, leading to the triggering of ua02 and ua07 errors on the platform. The probable cause of the reported issue may be that the patient or lifeband is misaligned or that the lifeband was opened during operation, potentially due to unintended user error. These error messages were not reproduced during the functional testing. No device malfunction was noted during the testing, and the autopulse platform functioned as intended. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed the functional testing without error or fault. A load cell characterization test confirmed that both cell modules function within the specification. A brake gap inspection was performed to verify that the brake gap was within the specifications. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) frequently shows error messages during resuscitations. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.